Event description:
An authorized third party service provider (asp) contacted ventec to report that the device was providing an alarm indicating very low fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: ventec was able to review a copy of the authorized service provider's (asp's) work order where it was observed that the date that the asp had observed the reported issue was actually 11/08/2023. As a result, section b3, date of event, has been updated from 10/2/2024 to11/08/2023. The device was evaluated by ventec where the reported issue of it displaying the very low fio2 (fraction of inspired oxygen) alarm was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be the control board.